Event description:
At the time that the initial report of vocal cord paralysis was received, this event was not considered MDR reportable. It was reported that the patient's programmed parameters were increased to rapid cycling and that the patient began complaining of hoarseness 10 days later. The patient was reportedly diagnosed with vocal cord paralysis by an ear, nose, throat. The patient's device was programmed to off. The patient was started on keppra was reportedly doing well. Upon disconinuation of stimulation, the patient's vocal cord paralysis resolved. Physician planned at that time to keep the patient's ncp system programmed to off and monitor pt's progress. Investigation was re-opened upon notification that the patient's ncp system was explanted due to vocal cord paralysis. This event is now considered MDR reportable per manufacturer's current procedures. Further follow-up with physician revealed that the patient's device was not explanted. But was programmed to off on 07/02/2000 and remains off at this time. The vocal cord paralysis has reportedly resolved.